Event description:
It was reported that during a routine supply change, the user advanced insulin delivery up to 75 units when the cartridge began leaking, after which the user discarded the leaking cartridge and performed a new supply change that was successful; replacement supplies were shipped and troubleshooting with education was completed. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and resolution after cartridge replacement. Investigation of this case revealed a leaking cartridge consistent with a device component failure of the cartridge and associated loss of containment during priming or delivery. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction of the cartridge with user replacement restoring normal function.